Manufacturer narrative:
A company rep examined the system and concluded that the reported issues were related to a loose tip of the handpiece used, signal of the irrigation pressure sensor, and configuration of system parameters. Preventive maintenance was performed. The system was then tested and met all product specs. No parts were replaced. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no add'l action is planned at this time. (B)(4).

Event description:
The customer reported that the system didn't recognize the cassette during the middle of the procedure, and when they tried to install a new one, the system became disabled. The pt had received local anesthetic and sedative. After multiple attempts, the case was completed with the same system. There were no injuries to the pt, but there was a 20 minute delay. Add'l info was requested.